Event description:
The defibrillators were not involved in any patient incident. This problem was observed during clinical engineering's routine preventive maintenance. The ce technician followed the checklist outlined in the service manual to verify the functionality of the defib portion of the device. Once the mode selector switch is set to the defib mode, the output joules default to 120. For discharge through the internal test load, the output must be lowered to 30. This process involved pressing the "down" arrow to 30. On three defibrillators, the "down" switch did not respond, two other units demonstrated a hesitant response when the switch was pushed. It was recommended by (the manufacturer) technical support, to return the units to zoll to have the keypad replaced. The defibrillators are less than 2 yrs old and are still under warranty. Zoll is providing loaner units during the repair period. This test is conducted at the beginning of every shift and as such the down switch is constantly being utilized.